Event description:
Following a pump refill session, the pt experienced underdose syndromes of increased tone and shaking. The hcp believed a pocket fill likely occurred since the reservoir was empty when it was aspirated on (B)(6) 2010. The hcp was able to aspirate the reservoir, but unable to fill it. The hcp aspirated syringe fulls of air and then changed syringes and was able to fill the pump to capacity. The hcp programmed a 40 mcg bolus to address underdose symptoms.

Manufacturer narrative:
(B)(4).